Manufacturer narrative:
The reported event could be confirmed, as the CT scan shows radiolucency and some subsidence of the tibial component, as well as a talar component with a clear posterior talar slope. Device inspection was not possible because the product was not returned for investigation. A review of the device history record was not possible because the lot number was not communicated. Therefore, no corrective actions are required at this time. A review of the labeling did not identify any abnormalities. Indications of material, manufacturing, or design-related issues could not be identified because the catalog number and lot number were not communicated. Upon further investigation of the CT scans, healthcare professionals opined that the CT scan shows radiolucency and some subsidence of the tibial component, along with a talar component demonstrating a clear posterior talar slope. If these findings were present following the index operation, they could be regarded as an underlying treatment-related cause. This could only be assessed with radiographs obtained immediately after implantation. If migration occurred over time, it would be considered a patient-related failure due to poor bone quality. Failure of total ankle replacement over time is a known complication. In cases of a planned revision procedure, a medical opinion aimed at determining the root cause of failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify potential causes of failure. When a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided because key clinical information, such as the patient¿s clinical status, exact symptoms, range of motion, and the treating physician¿s assessment, is missing. The root causes of radiographic findings, such as radiolucent areas and bone cysts, are often complex and multifactorial and cannot be scientifically determined without this critical information. Due to these limitations, it is not possible to provide definitive statements regarding the patient, the procedure, or the device in relation to the cause of failure. Based on the investigation, if the issue originated from the index operation, it most likely occurred due to treatment-related factors; otherwise, it may be attributed to patient-related factors such as poor bone quality. More detailed information regarding the complaint event and the affected device is required to determine the root cause. If the device is returned or additional information becomes available, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the post op x-rays show that the talus was placed in the current alignment in a sloped fashion.